Event description:
Ous MDR - after an implantation period of about 11 months, oversensing with inappropriate shocks was reported. Furthermore it was reported that the patient used a paint gun (air compressor) at the time the episodes were registered.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized. The visual analysis of the lead demonstrated multiple signs of wear. In the distal part of the lead, the insulation was found damaged. The insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. In summary, there was no sign of a material or manufacturing problem.